Event description:
One of four (4) physician-reported post implant infections. All four (4) patients had a spinal cord stimulator implant, medtronic model 7427, between 2003 and 2004. This pt reported infected right gluteal pocket.